Event description:
Indication - common variable immunodeficiency, unspecified patient also said that her pump was broken yesterday while she infusion her medication. She unable to finish her infusion; pt only received a partial dose; no ade reported; unknown if pt has pump available for return. Lot/ expiration unknown. Uses pump to infuse hizentra. See hizentra dosing. Spontaneous call, no further information provided. Reported to (B)(6) by pt/ caregiver.